Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.25 x 20 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, the stent came off the balloon inside the vessel. Subsequently, the vessel was rewired and a balloon catheter was used to oppose the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.